Event description:
The physician was treating a patient (age and gender unknown) who presented with symptoms of ischemic stroke (bilateral hemiparesis) during another in-hospital procedure. The location of the primary occlusion was the distal branch of the right mca; however the embolic clot occluded flow causing further thrombus formation throughout the entire mca territory. Two to three passes were made with the concentric merci retriever, resulting in full revascularization of the vessel and full restoration of flow in the right neurovasculature. During the retrieval procedure, there was a nosed dissection of the ica that was thought by the operating physician to be due to the concentric microcatheter 14x. The dissection required treatment with a stent. Following the procedure, the patient regained the ability to move all extremities with only remaining left-sided weakness. The operating physician noted that the patient did not experience any other clinical sequelae (other than the need for stenting) as a result of the dissection/stenting procedure.